Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as there was no alleged device complaint that could be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient's system was explanted on (B)(6) 2011. No further information is available at this time.